Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on an unknown date. A review of the invoice history indicates patient underwent a revision procedure on (B)(6) 2011; however, an invoice history could not be located to confirm the initial surgery date. Additional information provided in patient medical records indicates the right total hip arthroplasty occurred in 2000. Review of invoice history confirm right total hip arthroplasty occurred on or about (B)(6) 2000. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2011 was due to pain and septic loosening. The patient¿s operative report noted metal stained tissue, acetabular loosening, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿material sensitivity reactions.¿ number 9 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 19 states, ¿postoperative bone fracture and pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05688 and 06697).